Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient was identified as not a surgical candidate, and due to their severe peripheral artery disease, the physician determined that the left axillary artery was the only appropriate conduit for impella implantation. The impella 5.5 was implanted, and position was confirmed, however the impella had a low placement signal alarm. The physician determined that the pump was in an ideal position and that the alarm was a false alarm. The placement monitoring was disabled. On support day 3, the patient experienced bleeding from the nose and mouth. The patient was transfused with two units of blood. Additionally, it was noted that the patient had a left ventricle thrombus. It was noted that the patient had been heparinized, however it was the physician¿s discretion to outweigh risk versus benefit of stopping heparin for the bleeding or to continue heparin for infusion while patient was supported by impella. The same day, the device was explanted successfully after weaning. The patient's outcome at the time of explant was survived.